Event description:
Additional information received indicated that the patient was stable.

Event description:
It was reported that the patient¿s right ventricular (rv) lead demonstrated far-field p-wave oversensing, and the r-wave appeared abnormal with an unspecified sensing anomaly. No intervention was performed, and the patient's status was unknown.